Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedance measurements greater than 2000 ohms. The threshold measurements had also increased to 2.4. The rv rate\sense lead was abandoned and a new rate\sense lead was successfully implanted. A new device was also successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.